Event description:
It was reported that a patient underwent a sling procedure and an anterior and posterior pelvic floor repair procedure in 2007. Post-operatively, the patient has urinary retention and a urinary drainage catheter in place.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches sent at two products were involved. See medwatch #2210968-2007-00177 for the other medwatch. The same patient is represented in each medwatch.